Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that users were unable to acquire a 12-lead ECG with this defibrillator. There was no patient impact.